Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient identifier: pediatrics.

Event description:
It was reported that the tubing separated at the upper fitment and pumping segment on the pediatrics acute care and oncology. This event occurred approximately one year ago and another nurse had the same issue. No additional details were available.

Manufacturer narrative:
Supplemental created to update b5 and h6.

Event description:
It was reported that the tubing separated at the upper fitment and pumping segment on the pediatrics acute care and oncology. This event occurred approximately one year ago and another nurse had the same issue. There was no patient harm. No additional details were available.